Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited noisy signals leading into a suspected oversensing and pacing inhibition on this right atrial (ra) lead. Boston scientific technical services (ts) recommended to check the atrial capture status, lead status, lead position at an outpatient follow-up visit. This ra lead remains in service. No adverse patient effects were reported.